Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector adaptor broke during cartridge removal, leaving the cartridge stuck and preventing removal or replacement; troubleshooting guidance was provided to use a tool to grasp and turn the broken connector to remove it and install a new one. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included technical troubleshooting and user education. Investigation of this case revealed a mechanical failure of the connector adaptor affecting the cartridge interface, consistent with a component breakage that impeded disconnection. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with a fragile component combined with product performance limitations under handling stress.